Event description:
The customer reported that she was not able to perform her blood glucose test because of a change in the unit of measure on her freestyle blood glucose meter. The customer reported she experienced "symptoms of high blood sugar" and being diagnosed at her primary care physician's office with severe hyperglycemia. It is unk what treatment she received to stabilize her glucose level.

Manufacturer narrative:
(B)(4). The customer returned meter (B)(4). The device was tested and the complaint regarding a change of the unit of measure was not confirmed. This device was manufactured with the ability to change the unit of measure. No device malfunction was involved. Customers and retailers have been informed through the fa16may2006 letter.